Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported difficulty with the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the left femoral artery, the 6 x 100 mm armada 35 balloon dilatation catheter (bdc) was inflated and deflated without issue; however, resistance was met during removal with the non-abbott guide wire and the devices became stuck. Both devices were removed as a system. Outside the anatomy it was noted that the guide wire had detached and a portion remained inside the bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.